Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the tubing often coils in the esophagus. No medical intervention was reported.

Event description:
It was reported that the tubing often coils in the esophagus. No medical intervention was reported.

Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. A potential root cause of the reported event could be mechanical damage due to external factors like temperature or force, resulting in coiling of the tubing in the esophagus and causing patient impact and difficulty in advancing the tube inside the small intestinal area. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review could not be completed as the product catalog number is unknown. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.